Event description:
Per the clinic, the patient experienced inflammation and irritation at the abutment site. On (B)(6) 2015 the patient underwent a skin revision procedure and a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.